Event description:
During an embolization procedure, the orbit mini complex fill 3.5x7.5 coil stretched during placement. After the coil unraveled/stretched during placement, the coil delivery system and coil were removed without any issues. The target site was the mca aneurysm. The aneurysm was saccular 3.7mm, neck 1.3, and neck to sac ration was 13/37. A balloon remodeling was not utilized. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system there was no resistance at any time during advancement of the coil through the mc, and no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During repositioning process, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the mc. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure. No further information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470842 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. Process monitoring showed no excursions were found for lot 13470842. Coil subassembly lots 14000784 and 14007256 were reviewed. It was observed during review of these lots no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the nonconformances. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an embolization procedure, the orbit mini complex fill3.5x7.5 coil stretched during placement when repositioning/withdrawing from the aneurysm. After the coil unraveled/stretched, the coil delivery system and coil were removed without any issues. The target site was a middle cerebral artery (mca) aneurysm. The 3.7mm saccular aneurysm had a 1.3mm neck with a neck to sac ratio of 0.35. Balloon remodeling was not utilized. The mc was not re-shaped prior to use. An adequate continuous flush was maintained through the (mc) microcatheter at all times. During the insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc, and no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During repositioning process, the coil was not utilized like a guidewire, i.e. It was not left in the aneurysm sac while repositioning the mc. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure. No further information is available. A non-sterile orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several bends and kinks were found. The introducer was zipped without damage. The support coil was inspected and no damages were found. The gripper was found without damage, the embolic coil was still attached to the gripper and it was stretched. The embolic coil and the gripper were inspected under microscope. The embolic coil was found stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. Inspections are in place to prevent these types of damages from leaving the facility. Additionally, it was reported that there were no damages prior to use. The stretching occurred during the repositioning process. The instructions for use precautions if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction, otherwise the embolic coil may have been stretched. It is possible that procedural factors may have contributed to the event, however, there are no identified factors based on the available reported information. The cause of the coil stretching could not be conclusively determined. Neither the analysis nor the device history record review indicates a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.